Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced leakage due to disconnection of tubing. The following information was provided by the initial reporter: while priming the line- rn noticed the filter was leaking- upon more investigation rn realized the filter is broken/separated from the connection point where tubing connects to filter-square section.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-aug-2022. H6: investigation summary the customer reported separation at the filter, and returned 2 used samples. The two 10013902s were both separated at the inlet of the filter, and the complaint and occurrence of 2 is verified. The two samples broke in different ways. One root cause is excess solvent, the other root cause is insufficient solvent. Device history record review for model 10013902 lot number 21119581 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 25nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced leakage due to disconnection of tubing. The following information was provided by the initial reporter: while priming the line- rn noticed the filter was leaking- upon more investigation rn realized the filter is broken/separated from the connection point where tubing connects to filter-square section.